Event description:
A dye study was preformed and it "looked good" in that there was not a lot of extravasation. It was discussed that the wrong volume might have been programmed at the last refill, but it was unknown if this was the case. It was also suspected that a partial pocket fill may have taken place.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type: catheter.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the delivery failure resulted in injuries of withdrawal, spasticity, seizures, hospitalization, and surgery.

Event description:
It was reported that there was a patient underdose. The patient experienced an increase in baseline spasticity and was admitted to the hospital due to the patient's spasms getting worse. The symptoms occurred following a refill session. It was unknown if a procedure issue caused the problem. It was noted that it was possible there was a programming error or a pocket fill at the last refill. The consulting health care professional (hcp) only withdrew 0.1 ml of fluid when 10 ml was expected. No alarms were found upon interrogation of the pump. A catheter dye study was completed and the catheter was "fine." The pump was filled with 40 cc. It was confirmed after the dye study that "only the catheter access port (cap) was aspirated and the catheter was not primed afterward." The consulting hcp primed the catheter and confirmed the patient was in a hospital setting in the event that the patient experienced any overdose symptoms. The device system was used to deliver baclofen. A follow-up report will be sent if additional information becomes available.